Event description:
Reporter indicated that she was having communication difficulties with her vns therapy programming wand. Wand was subsequently returned to MFR for product analysis. The communication issues were not confirmed. The wand passed all communication testing at various orientations. However, final electrical test specs were not met. Power-off current consumption was over the limit. Analysis showed a defective q12 transistor. The transistor was replaced with a known good bench q12 transistor, and the wand met all test specs.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.